Manufacturer narrative:
Patient identifier - ethnicity: no patient information provided as no patient was involved in this concern. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that the cable locking mechanism was broken. The pin from the locking plate of the umbilical cable was missing causing disconnections with image acquisition system (ias). The next step was to replace the cable. No patient was present at the time of the event.